Event description:
The customer reported that the device, c5011a, meniscectomy electrode, 90degree tip, was being used during a knee arthroscopy lateral release procedure on (B)(6) 2022 when it was reported ¿electrode got hot at the shaft¿. Further assessment found that the patient obtained a 1st degree burn located lateral to the patella. A gel patch was used to treat the burn. The procedure was completed with no report of delay. The status of the patient is reported as ¿well¿. There was no report of prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore the event cannot be verified. A 2 year lot history review could not be conducted as a valid lot number was not provided. A device history record could not be conducted as a valid lot number was not provided. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 2 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00008. Per the instructions for use, the user is advised to use caution when programming the power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings and prolonged use may result in damage to the insulation, melting of the electrode tip, or patient burns. The recommended power settings for esa electrodes using conmed generators are 30 to 60 watts for cut and coag. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, c5011a, meniscectomy electrode, 90degree tip, was being used during a knee arthroscopy lateral release procedure on (B)(6) 2022 when it was reported ¿electrode got hot at the shaft¿. Further assessment found that the patient obtained a 1st degree burn located lateral to the patella. A gel patch was used to treat the burn. The procedure was completed with no report of delay. The status of the patient is reported as ¿well¿. There was no report of prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Update: examination of the returned new device could not confirm the reported problem. Examination performed with helix device, and electrode performed as intended. A 2 year lot history review could not be conducted as a valid lot number was not provided. A device history record could not be conducted as a valid lot number was not provided. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 2 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to use caution when programming the power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings and prolonged use may result in damage to the insulation, melting of the electrode tip, or patient burns. The recommended power settings for esa electrodes using conmed generators are 30 to 60 watts for cut and coag. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, c5011a, meniscectomy electrode, 90degree tip, was being used during a knee arthroscopy lateral release procedure on (B)(6) 2022 when it was reported ¿electrode got hot at the shaft¿. Further assessment found that the patient obtained a 1st degree burn located lateral to the patella. A gel patch was used to treat the burn. The procedure was completed with no report of delay. The status of the patient is reported as ¿well¿. There was no report of prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.